Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heart ware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. According to the instructions for use (IFU), hypertension e is a known potential complications associated with the use of this device and the progression of cardiac disease. The IFU and patient manual include a reference guide for both visual and tone alarms including how to set the alarm, potential causes and the actions to take. The IFU instructs that the user that a decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. Isolated alarms that are not associated with changes in pump function or changes in patient condition would result in user annoyance with no effect on the function of the pump. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient experienced intermittent low flow alarms with his controller while out of the hospital. The patient was admitted and was reported to have had low flow alarms a few times while hospitalized. The site reported that the low flow alarms were associated with a red light continuously shining; not the expected yellow flashing light. Clinically, the patient is reported to have developed higher blood pressure with flows that are continuously dropping. In addition, none of these alarms appeared when the controller log files were downloaded. The controller was exchanged with no reported patient consequence.

Manufacturer narrative:
The controller was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed that the patient experienced 7 low flow alarms, starting at (B)(6) 2016 (reported event date). During each instance, the estimated controller flow was below the low flow limit. The last low flow alarm occurred on (B)(6) 2016. The event file revealed that the low flow limit was set at 3000 mlpm. The low flow alarm was logged with an estimated flow of 2922 mlpm, which indicates that the controller was working as expected. Analysis could not be performed as the device was not returned. As a result, the reported issue of the low flow alarms not appearing on the monitor could not be confirmed. Based on the available information there is no evidence to suggest that the device caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed to the reported event include the patient's reported probable resistance to coumadin. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that the patient's hypertension was probably decompensated from his admission. The site further reported that the patient's coumadin was adjusted and aspirin added to his medical regimen. A computerized tomography (CT) angiography revealed no evidence of outflow graft thrombosis. The controller was exchanged with no reported patient consequence on (B)(6) 2016. The patient was discharged home on (B)(6) 2016. The patient was seen as an outpatient on (B)(6) 2016 with no further issues or alarms. His blood pressure was noted to be 95mmhg with the aortic valve opening with every beat. He was further noted to be in nyha class ii. The patient's physician reported that the event was related to probable resistance to coumadin. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.